Manufacturer narrative:
Gi bleeding and specifically avms are known potential complications that may be associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. Although a definitive cause and relationship to the device cannot be determined, with review of the available information there is no indication of any device malfunction or performance issues impacting the events. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbities. There are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a perfusionist that the patient was admitted to the hospital on (B)(6) 2015 after two days of dark stool. Hemoglobin & hematocrit were 6.3 g/dl & 19.5% with platelets 278 k/ul. His pt/inr was 25.1 sec & 2.18. He underwent a push enteroscopy on 3(B)(6) 2015, where two actively bleeding avms were found in the jejunum and were endoclipped. Hypotonic saline was injected around these lesions. There was hematin distal to them. Subject received a total of 4 units of blood cells. His hemoglobin & hematocrit was 9.9 g/dl & 30.2% on (B)(6) prior to discharge. He returned, however, on (B)(6) 2015 with a hemoglobin & hematocrit of 6.1 & 19.6, which reached a low of 5.6 & 17.1 later that evening. Platelets at admit were 224 k/ul. He stated that he had been having dark stools since the previous day ((B)(6) 2015). His pt/inr at admission was 25.7sec & 2.35. This was allowed to drift down before scope, so esophagogastroduodenoscopy was not completed until (B)(6) 2015. During this procedure, 2 avms were again found- but in the duodenum. These were apc-ed (argon plasma coagulation). Active bleeding was seen in the duodenum and oozing of these areas was noted. It is unclear if these were the same areas as before or new areas. The patient received a total of 6 units of blood cells during admit. His hemoglobin and hematocrit on day of discharge, (B)(6) 2015, were 9.9 & 39.7.